Event description:
It was reported that the green cap (pull ring) on the patient line of an amia automated pd set had fallen off completely. The cap was present within the unopened bag. This was observed prior to use of the device for peritoneal dialysis therapy. As a result, the patient did not use the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date ¿a month or two ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a dislodged green cap from the patient line connector. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.